Event description:
It was reported that during a follow up, high impedance was observed. Lead fracture was suspected. Review of fluoroscopy showed possible lead damage. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.